Manufacturer narrative:
Other serious (important medical events) - this is being reported as a serious injury, retained foreign object, due to the fractured tip of the driver being left in the head of the polyaxial screw implanted in the patient. It is important to note that once the rod implant is seated and locked into the tulip of the polyaxial screw, the fractured tip is prevented from dislodging as long as the rod remains firmly locked in place. (B)(4). Engineering evaluation indicates that high toque application to the driver tip during screw insertion is the cause for the observed failures. It is possible that lightly tightening the screw to the driver does not promote load sharing, so the driver tip would need to resist the majority of the torsional load which may have contributed to the torsional overload failure. Corrective actions include replacing the 39-sp-0700 reform polyaxial driver with a polyaxial driver designed with a mechanical lock and supporting marketing material to the sales force that illustrates rationale supporting "to size" taps for use with this system and proper driver assembly technique.

Event description:
It was reported that during a procedure performed on (B)(6) 2016 upon insertion of two large diameter reform pedicle screws, the tip of two reform polyaxial drivers (39-sp-0700) broke. The broken tips were left in the head of the screw implanted in the patient. The procedure was completed without further issue utilizing an alternate driver readily available. There was no delay to the procedure.